Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert 07 appeared in the pump history around the time the issue began. There was no reported adverse impact to the customer¿s blood glucose level. The issue resolved itself prior to the call to technical support without the need to change charging supplies, and the pump began charging again with no further assistance required.